Event description:
On (B)(6) 2013, this pt was taken for elective surgical decompression and thoraco-lumbar fusion. During bone graft placement at l2-l3, there was immediate loss of somatosensory evoked potentials from bilateral lower extremities. Immediate intraoperative procedures were undertaken to address this complication. Upon exploration, the interbody fusion peek cage was noted to be within the spinal canal, resulting in compression of the spinal canal, causing bilateral lower extremity weakness. This smda is being submitted based on concerns regarding the inability to confirm appropriate tension on applicator knob, potentially allowing malposition of the cage and cage fracture.